Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the first time impedance measurements were taken with the patient c-1 & c-2 were > 2,000 ohms. Furthermore, the second time impedances were taken c-1 & c-2 were within range, but c-3 was 2,400 ohms. It was also noted that the recharge interval has decreased, and that the patient "feels something" like a tingling sensation on their head, with therapy confirmed to still be "good" as of a couple of weeks prior to date notified. The patient is programmed on contacts +2 -3 -10 +11, with it confirmed that they are charging too often as of the past 3 weeks prior to date notified. It was noted that they are charging every 4-5 day, when they were charging once per week before. Additional information received from the consumer reported that the patient has a loss of stimulation and "two different wires that were shorting," with them experiencing stroke like symptoms and their mouth tweaking as a result as of the past 3 weeks prior to date notified. It was stated that the patient has had a lot of falls, which have been more rapid in the last 3 weeks prior to date notified. The caller then reiterated that the patient met with the rep, who switched the patient from group b to d to work around the short. No further complications are anticipated. The patient's indication for implant is movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported some of the electrodes were out-of-range. It was reported c & 3 was 2439 ohms. The rep stated a new group was created and the patient left with symptom control. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.